Event description:
It was reported that a micro-infusion manifold had a leak between the manifold and check valve. This issue was observed during use. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection and pressure test identified a leak between the manifold and that check valve. The cause of the reported condition could not be determined.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.